Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead had acceptable thresholds with the patient's previous cardiac resynchronization therapy defibrillator (crt-d). However, when this lv lead was connected to the patient's new crt-d during the change out procedure, thresholds were intermittently high. Therefore, the physician elected to surgically abandon this lv lead and place a new one. The new crt-d was successfully implanted with the new lv lead. No adverse patient effects were reported.